Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be duplicated. Onsite investigation revealed that no cause could be determined. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system locked up during use. Functionality was recovered with a reboot. There is no report of injury or death associated with this event.